Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 6, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 05 december 2024, day 145 after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.a review of the glucose plot showed 2 consecutive dropout phases within 14 days of each other ((B)(6) 2024, and (B)(6) 2024), after day 36 post-insertion, triggering the sensor replacement alert.the potential root cause for such failure mode may be related to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel.the RMA was authorized to offer the user a sensor replacement. B4.date of this report (B)(6) 2025 g3.date received by the manufacturer? 05 march 2025. D9 device available for evaluation? Yes on (B)(6) 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.